Manufacturer narrative:
(B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets fell off during use events on (B)(6) 2024. The infusion set was used for five-six hours. The blood glucose level at the time of event was 293 mg/dl and the patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.